Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included polymenorrhagia. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"), 2 years 8 months after insertion of essure. In (B)(6) 2016, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia),") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2017, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"). In (B)(6) 2017, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal/terrible cramping") and back pain ("back pain"). The patient was treated with armodafinil (nuvigil), methylphenidate hydrochloride (ritalin) and surgery (hysteroscopy bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, mood swings, vaginal haemorrhage, heavy menstrual bleeding, dysgeusia, vulvovaginal mycotic infection, anxiety, dysmenorrhoea, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, dysgeusia, dysmenorrhoea, heavy menstrual bleeding, mood swings, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-oct-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data wias conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included excessive menstruation. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"), 2 years 8 months after insertion of essure. In (B)(6) 2016, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia),") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2017, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"). In (B)(6) 2017, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal/terrible cramping") and back pain ("back pain"). The patient was treated with armodafinil (nuvigil), methylphenidate hydrochloride (ritalin) and surgery (hysteroscopy bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, mood swings, vaginal haemorrhage, heavy menstrual bleeding, dysgeusia, vulvovaginal mycotic infection, anxiety, dysmenorrhoea, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, dysgeusia, dysmenorrhoea, heavy menstrual bleeding, mood swings, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2021: mr received. Case category updated to serious incident. Removal was added. Reporters, concurrent conditions were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.